Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/12/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: event/procedure date? (B)(6) 2015. Procedure what type or hernia repair was performed? Inguinal hernia. Open or closed? Closed. How did the device not work for example, did it jam/lock, did the device fail to deploy straps? The device locked during the procedure. How was the procedure completed? Not informed. Any patient consequences? There were no consequences to the patient. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. The provided device was activated manually. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Tabs were measured and those ones are within specification. This is indicative to the cap missing issue. No conclusion because the ribs of the cannula are within specification so we do not know what happened with the instrument.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the evaluation, the cannula cap was found detached from the cannula tabs and missing. There were no adverse patient consequences reported.